Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint., corrected data: h.6. And h.10.

Event description:
It was reported that medication leaked from the connection closest to the pump. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.